Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2018 that a sign im nail implanted to repair a fracture was replaced due to a non-union with infection. The im nail was replaced with a 10mm x 320mm standard nail per the sign technique manual. The infection treated with irrigation and antibiotic. Surgeon comment: "patient is coming with chronic discharge from the fracture site, pain but no fever. X ray show the interlocking screw were migrated and the nail was move. We do a debridement with sequestrectomy, remove the distal interlocking screw, change the nail with 10 x 320, we putted one proximal interlocking screw then do irrigation."